Event description:
Site reported they were unable to complete registration as the locatable guide and location board were not detected by the superdimension system. The case was cancelled and the patient was under conscious sedation. There was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
Three locatable guides were returned for evaluation and were all found to be functional upon initial device evaluation. Superdimension has issued this MDR as a result of remedial action taken based on the evaluation of a locatable guide from a separately reported complaint. The evaluation of that locatable guide identified an incompatibility between locatable guides manufactured within a specific timeframe and certain versions of software on the superdimension system. Superdimension immediately quarantined all affected lots within the facility and proceeded to re-evaluate all complaints that may have resulted from this compatibility issue. The three locatable guides returned for evaluation on this MDR were subsequently re-evaluated as a result of this remedial action as these locatable guides were identified as belonging to affected manufacturing lots. The re-evaluation confirmed the failure mode when used with the incompatible software version. The software malfunction with the user of certain locatable guides occurs during a procedure with the superdimension system and the locatable guide at the point of the procedure where the locatable guide is connected to the system. The system will not recognize the locatable guide as a compatible component. An internal corrective action was generated and a field correction was initiated on june 12, 2012 to deter any further field issues. No deaths, injuries or other serious adverse events have been reported as a result of this software anomaly.